Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the interface messages were not current. A technical support specialist (tss) worked on the production server and identified that carefusion coordination engine (cce) interface messages were not current and the interface was showing as disconnected due to outdated message broker module (mbm) heartbeats. After accessing the cce management console, it was confirmed that es messages were stuck. The cce service was restarted, downtime queries were rerun, and the interface status was verified as reconnected. Message flow resumed, all queued messages were cleared, and message timestamps were current. A final check confirmed no stations were in critical override except those manually placed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis system was not communicating with epic. All stations were placed in critical override mode and were not communicating with the epic system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.